Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw fractured and the implant was removed.

Manufacturer narrative:
Only one fractured unknown zimmer screw was returned for investigation. The other unknown zimmer screw reported under 0002023141-2020-00144 was not returned. The investigation report was reopened to include the evaluation of the one screw returned. See evaluation details below. One unknown zimmer screws was returned for inspection in the drive feature of a tsvb11 implant. Visual evaluation of the returned product notes that the screw is confirmed to be fractured at the screw head and is protruding from the implant drive feature. No pre-existing conditions were noted on the per. The reported product was located on tooth sites 14, and used for approximately 3 years. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or product (zimmer tsv screws). Therefore, based on the available information, device malfunction has occurred for one of the screws and the reported event was confirmed for the returned product. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause is excessive loading on abutment/implant assembly due to patient parafunction over the course of the implantation period. The following sections have been updated: g7: checked "follow-up".

Event description:
One fractured unknown zimmer screw was returned for investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The unknown zimmer screws was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth site 14 and used for approximately 3 years. The customer has not provided additional pictures or x-ray images of the product. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or product (zimmer tsv screws). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable, and without return of the product for physical inspection. The following sections have been updated: b4: date of this report d11: concomitant medical product and therapy date g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h6: entered evaluation codes h10: added manufacturer narrative